Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there was a ventricular episode of oversensed noise with this pacemaker and other manufacturer right ventricular (rv) lead that caused asystole greater than two seconds. The noise was able to be reproduced with isometrics when the patient was rolled from side to side, however was not oversensed. The lead was a true bipolar, so noise was not thought to be myopotential. The impedance values were within normal limits. The sensitivity was decreased, and the lead remains in-service. No adverse patient effects were reported.